Event description:
It was reported that the patient had an x-ray of their spine and 4-5 catheters were left in there. The patient stated it looked like ¿spaghetti junction.¿ the patient¿s pump was explanted (see manufacturer report #3007566237-2015-01018) and the physician opened the patient¿s back to get the catheters out and the physician reportedly told the patient ¿he removed as much as he could.¿ since the explant the patient noted that both legs hurt and the incision in the back was painful as the patient could ¿hardly touch my back.¿ he was in a lot of pain and ¿on ten of 325 (?) Hydrocodone.¿ this reportedly would work for 3-4 hours but the patient experienced migraines and thought he had lost some spinal fluid. However, he was told they did not actually ¿put it in the spinal fluid. It¿s put along side the tissue.¿ a physician was aware of these symptoms. The patient stated he needed to heal and his post-operative appointment was in seven days. Additional information was requested to clarify the event details and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2015, product type: catheter. (B)(4).